Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call that they experienced a low blood glucose level of 39 mg/dl. The customer¿s father reported calibration issues. The father states blood glucose level was 134 mg/dl and the sensor glucose level was 184 mg/dl calibrated and nothing happened. The customer over corrected and the blood glucose level was 220 mg/dl. The customer¿s father was unable to troubleshooting due to the customer and insulin pump where not present. The insulin pump will not be returned for analysis.